Event description:
It was reported during a diagnostic laparoscopy while using a 578sd trocar the surgeon tried to put the trocar through the abdomen and it seemed to never cut through the abdominal wall. They opened another 578sd trocar and it worked fine. 10/30/97 there was no consequence to the pt.